Event description:
A report was received that the patient had drainage at pocket site. The physician cleaned and stapled back the pocket site and prescribed oral antibiotics. The physician indicated that there was an infection and was procedure related. The patient is reportedly doing well after taking the antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device found them to be satisfactory.

Event description:
A report was received that the patient had drainage at pocket site. The physician cleaned and stapled back the pocket site and prescribed oral antibiotics. The physician indicated that there was an infection and was procedure related. The patient is reportedly doing well after taking the antibiotics.